Event description:
It was reported that the patient experienced increased spasticity and waxing and waning of effectiveness. Side port access and rotor studies were performed; results and dates not reported. "The patient's catheter was changed in 2007. Doing well."